Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a intellivue mx800 patient monitor was used in companion mode with a intellivue multi measurement server x2 and the "alarm pause was set to 2 min but the next day, the nurse, who was there the day before, saw that the setting was changed to infinite". The device was reported to be in use on a patient, but no adverse event to patient or user was reported.